Event description:
A miscellaneous PICC line was placed for therapeutic purposes on an unknown date. Approximately six weeks after placement, a leak was noticed upon flushing. The leak was noted around the suture wing at the distal end. The PICC line was replaced. The exact part number, lot number, and brand name of the device was unknown.